Event description:
It was reported that the pod needle deployed and the pod cannula did insert into the skin but the pod pink slide did not move forward, indicating a needle mechanism failure. The pod was worn for less than an hour. No impact to the patient's glucose levels was reported.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: ap3a.240905.015.a2.g991usqsjhzb1. Hardware: sm-g991u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls. The pod deactivated after running 57 pulses, deactivating at the end of second prime. Inspection of the needle mechanism assembly, hard cannula, environmental seal, and bottom housing found no damages or deficiencies that would contribute to a needle mechanism failure. Though no issues were observed, it could not be determined when the needle mechanism deployed. Therefore, the cause of the reported needle mechanism failure event could not be determined.